Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time were incorrect. Customer's blood glucose was 303 mg/dl. Reportedly, the customer adjusted the pump to the correct time.